Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Device battery voltage was 3.004v on (B)(6) 2016.

Event description:
It was reported that the patient experienced a ventricular tachycardia (vt) storm and subsequently received multiple shocks that were appropriate. Cardiac staff noticed that the device longevity estimator displayed a one month minimum estimate after these events. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.